Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that a defibrillation threshold (dft) test was being performed for a rising shock lead impedance. A 1.1 joule (j) and 41 j shock were going to be delivered to assess for the shock lead impedance. During the 41 j commanded shock, the highest ever recorded impedance trend was measured, at 104 ohms. It was measured at 99 ohms for the 1.1 j shock. The physician plans to monitor. No additional adverse patient effects were reported.